Manufacturer narrative:
Since no serial number was provided for the subject device, irhythm cannot confirm if the patient¿s device was received for evaluation. No contact information was provided; therefore, irhythm was unable to follow up to obtain additional information. However, a medical assessment of this event was performed by a cardiologist and dermatologist, and it was determined that the reported symptoms were most likely unrelated to the zio xt application. Nausea and dizziness are not common symptoms of skin irritation and are most likely attributed to medication or the patient¿s primary indication for the device. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
On (B)(6) 2024, irhythm received a medwatch report (mw5160662), which stated that a patient was prescribed a zio xt device to monitor an abnormal arrhythmia. According to the report, the patient was a first-time user and, after application allegedly, experienced dizziness within minutes that lasted one hour and nausea during the night. The device was removed, and the alleged symptoms subsided. The patient did not seek treatment.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.